Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device longevity was less than anticipated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated current leakage in an integrated circuit. Hybrid analysis confirmed the reported premature battery depletion which was due to high system current drain in the hybrid. The excess current was caused by a resistive short in the l310 integrated circuit, this was demonstrated through thermal emissions, low nodal voltage and circuit analysis. The physical location of the short correlated with the xant2 (antenna) input protection pad circuitry. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted and replaced.